Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer pulled out the station and the back panel was removed to inspect the drawer¿s controller board status. The station was powered down, the bus cable was disconnected, and the back of the drawer was removed. The module controller board was taken out and replaced with a new one. The drawer was then reassembled, the bus cable reconnected, and the station powered back up to resolve the issue. Customer logged in and tested the drawer functions. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer that was not responding, with no clicking sound and the drawer not opening. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.